Event description:
A heli-fx guide catheter was used to guide the laser probe and maintained its 90 angle with the endograft (endurant) during laser assisted in situ fenestration of aortic stent graft (lisfas) for endovascular repair of a complex aortic aneurysm. It was reported that during the procedure, the heli-fx guide got twisted leading to a delay in the left renal fenestration (ischemic time: 102 min) resulting in acute renal failure. This patient underwent an acute ischemia of the left limb favored by an atheromatous arterial stenosis on day 3 after intervention, which was treated with a crossover bypass, but his health condition declined to death at day 5 due to a presumed mesenteric ischemia related to a low flow. (All stents were patent on the post-intervention cta.)

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; image fusion guidance for in situ laser fenestration of aortic stent graft for endovascular repair of complex aortic aneurysm: feasibility, efficacy and overall functional success leger t, tacher v, majewski m, touma j, desgranges p, kobeiter h cardiovasc intervent radiol (2019) 42:1371¿1379 https://doi.org/10.1007/s00270-019-02231-8. If information is provided in the future, a supplemental report will be issued.